Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. Access was obtained via the radial artery. The physician used a 15 x 4.00mm quantum maverick monorail balloon catheter to treat the 15 x 4.00mm long and 85% stenosed de novo lesion located in the moderately tortuous and moderately calcified right coronary artery (rca). When the device was advanced to the lesion, the shaft broke into two pieces outside the patient body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. Access was obtained via the radial artery. The physician used a 15 x 4.00mm quantum maverick monorail balloon catheter to treat the 15 x 4.00mm long and 85% stenosed de novo lesion located in the moderately tortuous and moderately calcified right coronary artery (rca). When the device was advanced to the lesion, the shaft broke into two pieces outside the patient body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick catheter was received inside the carrier tube (hoop) within the product pouch and shelf box. There was a complete separation of the hypotube. The hypotube separation was 62.5 cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was most likely kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).